Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of the event is unknown. Additional information will be provided once available.

Event description:
The customer reported that the gastrointestinal videoscope leaked and stained the storage cabinet. The customer was unable to identify the cause of the stains or what the substance was. The customer's scope culture test result was negative. There was no patient involvement reported.